Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was charging their implantable neurostimulator (ins) too often. The manufacturer representative was meeting with the patient because they were having issues recharging and keeping the ins charged. It was clarified that the issues included frequent charging and the battery running down quickly. The manufacturer representative stated that the ins was not working at the time of the call, as it was dead and they were unable to recharge due to an unresponsive recharger. The manufacturer representative stated that they were planning on making adjustments to the patient¿s programming to conserve battery life, but they were unable to do that now since they couldn¿t interrogate the ins due to it being depleted. No further troubleshooting was requested as the manufacturer representative indicated they would have to meet again with the patient at a later time after they receive a replacement recharging equipment and are able to charge the ins. It was noted that the charging issues started within the past couple of weeks to a month prior to the date of this report. Additional information was received from the manufacturer representative on 2017-jul-20. It was reported that the patient was sent a new recharger and was supposed to call back to set up a meeting time. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.